Event description:
It was reported that customer had a cartridge change error. Reportedly there was an o-ring on the pneumatic tap. Customer did not contact tandem technical support (cts) when issue initially occurred and did not revert to an alternative method of insulin therapy. Reportedly, the customer continued to use the same cartridge for 2 weeks due to the reported issue. Consequently customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) on (B)(6) 2022 due to a blood glucose (bg) level of 598 mg/dl and diabetic ketoacidosis identified as life threatening by healthcare provider. Customer was treated with intravenous saline and insulin. Customer was released from the ICU on (B)(6) 2022 with no permanent damage, and the issue resolved. The customer was able to remove the o-ring from the pump and successfully load a new cartridge, and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." Per tandem¿s instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.